Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and power management board were replaced to address the issues. During the evaluation, the remote alarm connector was found to be loose. The device's interface board was replaced to address the issue.